Manufacturer narrative:
(B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains to the second of two devices implanted during the same procedure. It was reported to boston scientific corporation that the patient was diagnosed with recurrent cystocele, stress urinary incontinence (sui) and was implanted with a pinnacle pelvic floor repair mesh and an advantage fit mesh on (B)(6) 2008. As reported by the patient's attorney, the patient was diagnosed with pelvic pain, abdominal pain, dyspareunia, and pelvic graft retraction. On (B)(6) 2008, the patient underwent a surgery for revision of the pinnacle device. Boston scientific has been unable to obtain additional information regarding the event to date.